Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported during a left partial knee arthroplasty that the functionality of femoral guide was not satisfied as it was too big.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury and is unlikely to cause serious injury.